Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode. Pt passed out in the car while being driven by her husband. Her husband tried giving her glucose tablets but pt was incoherent. Pt's husband drove her to the hospital where pt was administered glucose and IV. Pt claims some inaccuracies with cgm and offers two instances when cgm/bg values were 249/114 and 70/30 mg/dl. At the time of her call to dexcom technical support pt reports she was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.